Manufacturer narrative:
(B)(4). The customer reported a high drain alarm (iipv event). The device was not returned for evaluation. As the sample was not returned, a device analysis cannot be completed; however, the service history review revealed no previous service events that would cause or contribute to the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) received a high drain alarm. (A high drain alarm indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume.) This alarm occurred at the end of therapy. The hp¿s last fill volume equaled 2000ml and the hp¿s initial drain volume alarm equaled 0ml. The hp¿s total fill volume equaled 12497ml and the totally drain volume equaled 15457ml. The hp¿s total ultrafiltration (uf) equaled 2959ml; the hp¿s total uf by cycle equaled: cycle five equaled 405ml, cycle four equaled -339ml,cycle three equaled -5ml, cycle two equaled 340ml, and cycle one equaled 2558ml. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.